Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative could not find a cause. He ran ise checks and precision testing which were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 6000 c501 module. The initial results were sodium 124 mmol/l, potassium 3.12 mmol/l, and chloride 121.6 mmol/l. These results were reported outside of the laboratory and were questioned by the physician. A new sample was drawn from the patient and the results were sodium 141 and 142 mmol, potassium 3.76 and 3.78 mmol/l, and chloride 105.5 and 106 mmol/l. The fist sample was then repeated and the results were sodium 141 mmol/l, potassium 4.02 mmol/l, and chloride 105.3 mmol/l. The sodium electrode lot number was x7618 with an expiration date of 24-nov-2020. The potassium electrode lot number was e4553 with an expiration date of 10-dec-2017. The chloride electrode lot number was p4819 with an expiration date of 19-oct-2020.